Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the relationship between the device and the adverse event cannot be confirmed. There was no complaint reported on the subject device. There is no evidence of an olympus device malfunction. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device referenced in this report has not been returned to olympus for evaluation. The definitive cause of the user's experience cannot be determined at this time. The investigation is ongoing. (B)(4). This case will be updated upon completion of the investigation or upon receipt of additional relevant information. This report has been submitted by the importer under MDR report number 2951238-2021-00426.

Event description:
It is reported in the study titled "comprehensive analysis of adverse events associated with gastric peroral endoscopic myotomy: an international multicenter study " patients experienced mild to severe adverse events during and/or after procedures using a single use electrosurgical knife.   Study summary: this was a retrospective multicenter study aimed to comprehensively study the safety of gastric peroral endoscopic myotomy (g-poem) and describe the predictive factors of adverse events (aes) occurrence. A total of 216 patients who underwent g-poem for refractory gastroparesis in 13 tertiary care centers (7 USA, 1 south america, 4 europe, and 1 asia) were involved in the study. The study concluded that, g-poem seems to be a safe intervention for refractory gastroparesis. Aes are most commonly mild and managed conservatively. Longitudinal mucosal incision, use of hook knife, use of clips for mucosal closure and endoscopists experience with>20 g-poem procedures is significantly associated with decreased incidence of aes. An olympus hook knife was used in 40/216 procedures. An olympus it knife was used in 20/216 procedures. There is no report of any olympus device malfunction in any procedure described in this study. Additional information has been requested from the study author. At this time, no additional information has been provided. This report is being submitted to report the possibility that an olympus device could have caused or contributed to an adverse event experienced by a patient in this study. Case with patient identifier (B)(6) reports ae's potentially associated with procedures using a hook knife. Case with patient identifier (B)(6) reports ae's potentially associated with procedures using a it knife.